Event description:
Dexcom g7 sensor failed, went thru 3 in a row, or should I say wasted 3 of them, all 3 did the same thing. Appears to be goosenecking. Patient code: 4582. Device code: 2588. Reference report#: mw5181306 & mw5181307.